Event description:
Complainant indicated that during a routine shift check by a clinician, the device displayed an "internal reference failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.